Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then cleared the device's memory and the code did not return.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During a preventative maintenance inspection of the customer's device, physio-control observed a service indicator appear after shocking the device into a test load. Physio-control further observed that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.